Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found within specification in relation to the "downstream occlusion errors", which were not reproduced. The reported symptom was confirmed through a review of the event history log. The device was tested and found to pass all occlusion testing. Baxter was unable to determined component causality.

Manufacturer narrative:
(B)(4) the device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message during preventive maintenance testing. It was also reported there was no patient involvement.